Manufacturer narrative:
A lot number was not provided therefore a review of the manufacturing records is not possible. Good faith efforts have been made requesting additional information. To date, we have not received additional information. Based on the limited information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s alleged post operative pain. Should additional information be provided, a supplemental MDR will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2017 the patient was implanted with a bard soft mesh for the repair of an inguinal hernia. As reported the patient has experienced ongoing pain since the time of implant. As reported the mesh remains implanted in the patient. The information provided is limited, as the patient may be seeking treatment or may have been treated (medical intervention) for the reported pain, an MDR is filed to document the event as reported.